Manufacturer narrative:
(B)(4).

Event description:
The pt fell on some stairs a couple of months prior. She landed on the same side as the device and one of the steps hit right at the ins location. Subsequently, the stimulation was stronger-it didn't feel like it was working as before-and the pt had new pain, on the left side of her mid-back and around her tailbone. The stronger stimulation and new pain started in the last couple of weeks. The pt was at home and her status was undetermined. Further info is being requested from the hcp.